Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support during a supply change while on the fill tubing screen and requested guidance on how to exit that screen, and the agent verified disconnection and guided the user through completing the fill tubing steps; the user also reported that the pump screen was turning off frequently, and the agent provided education on the device¿s automatic screen timeout behavior. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change and education without alerts, alarms, or medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed normal device behavior for the display timeout and user difficulty with supply change workflow, which resolved with guidance. It was concluded, based on previously established findings for similar reports, that the cause was user procedural confusion and normal device design features.